Manufacturer narrative:
Concomitant product: product ID 8709, lot# j10811r32, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that the patient is very sensitive if their pump doesn¿t get refilled. It was noted that the pump had to get refilled 2-3 days before pump alarm, as the patient was already unable to walk and the pain was relentless and was going through withdrawals. The patient¿s last refill occurred on (B)(6) 2014. The patient next refill date was (B)(6) 2014. The patient¿s refill alarm was set for (B)(6) 2014. The patient reported that they sometimes would go to sleep because of the pain. The patient needed to be refilled by (B)(6) 2014 because the patient was very sensitive and always has refills a week early because 3 days prior to refill alarm the patient always needed to double medication because the pump slows down and the patient¿s body can sense that. It was noted that this had happened since implant. The patient reported that she would be going to go into withdrawal on (B)(6) 2014, then actually before then. It was noted that the patient could not find a hcp to refill their pump. The patient recently relocated to a different state for a few months. A physician listing was requested. The patient was scheduled for a refill on the day of report, (B)(6) 2014, in another state but could not get there. The patient reported they were stuck in the other state. The patient reported they had lots of medical issues. The patient was still on oral medication and the pump was the patient¿s only relief. The pump was used to infuse hydromorphone, clonidine and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pump had been alarming since (B)(6) 2014. It first started alarming every 45 minutes or so, then every 30 minutes, and now it is every 10 minutes. The patient believed they were hearing the critical alarm. The patient believed the pump was empty. The medication had not been changed since the pump starting alarming.